Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). I the reason for call was caller stated that they got an error code on their recharger; patient added that they got eri and eos. Patient mentioned that every now and then they get eos and that they do not really use their stimulator. Patient noted that they keep the implant and equipment charged like you're supposed to but that they only use the stimulator from time to time. Patient stated that they do not really need the stimulator anymore. Agent reviewed meaning of both messages. When asked for an event date; patient reported that they got eos around june and that they have been getting eri for the last 8 years. When asked for a managing hcp; patient stated that there are no neurosurgeons in their town and that they all seem to have gone on strike. The patient was redirected to their healthcare provider to further address the issue. See general text for omitted information.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.